Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ipg system was explanted due to a suspected pocket infection. It was noted that there was vegetation on the lead seen via echocardiogram. The ipg system was not replaced. No further patient complications have been reported as a result of this event.